Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable serious injury and no malfunction was reported. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. Additional patient/event details have been requested, but none have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).

Event description:
Complaint reported by the end user that he had a large amount of bleeding from his stoma site. He said that he was unable to stop the bleeding and was treated in the emergency room (ER), where he was seen by a surgeon who applied a topical treatment to the area to stop the bleeding. According to the end user, the bleeding resolved and he was discharged home the same day (date not specified). No lab testing were performed and the patient did not receive any prescribed medications. The surgeon told him that the opening in the wafer was too small, causing pressure points on the surface of the stoma where the bleeding occurred. The end user is using a wafer with moldable opening, however, he said that he had been cutting the opening to fit his stoma and had been leaving uneven edges when he cut. He later stated that he had been slipping the opening over his stoma without molding or cutting. He was not familiar with rolling the edge of the moldable wafer to adjust opening, and was also unsure of the size of his stoma. The end user reported no additional bleeding from the stoma since his treatment. No further details have been provided.